Event description:
A us distributor contacted zoll to report that a patient had a pre-existing skin irritation and the lifevest exacerbated the condition. There was no alleged device malfunction contributing to the irritation. The patient¿s dermatologist prescribed betamethasone dipropionate cream and clindamycin phosphate cream for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.